Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. Once reset, the malfunction did not recur, allowing the customer to continue using the pump. It was advised that the customer contact support again if the malfunction reappears, and the customer acknowledged this guidance.